Manufacturer narrative:
Facility experienced an event with proximate* I l s intraluminal stapler on while performing a esophagogastrectomy. The product complaint team has completed its investigation of the device which was returned to co with product inquiry # 974582. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/condition, present/uncut with; damaged anvil / anvil shroud, yes/missing trocar; damaged guide face, no; damaged knife, no ; damaged staple pockets, no ; damaged trocar, no ; missing parts, trocar clip ; serial number, 188 ; staples present/location, no and tissue present/describe, no. Analysis conclusion: based on info received and the visual inspection, it was concluded that the instrument was misassembled during the mfg process. Upon reciept of the instrument, it was verified that the trocar clip (locking spring) was misssing from the anvil. It could not be determined as to how or why this was not discovered during the assembly process. Employee awareness sessions will be held as a result of this inquiry. Mfg and engineering have been notifed of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
It was reported during the procedure one of the-in the anvil head was broken and the anvil could not be locked securely on the trocar. When firing, the anvil moved forward, forming only halfway opened staples. The surgeon removed the malformed staples. A new device was used to complete the case. There was no consequence to the patient.